Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "gallbladder was removed through subxiphoid port and cd001 burst at distal end." Patient status - "patient was unaffected."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."